Manufacturer narrative:
A visual examination of the returned device found that the needle tail was broken. Functionally, the device jaws were able to be opened and closed without issue. Measurements were taken of the two wire curves; both were within specification. Additionally, no abnormalities were noted with the device riveting or welding. External analysis of the detached needle found that the fracture occurred due to a torsional overload. No material anomalies were noted. The condition of the returned incident device was consistent with the complaint that the needle detached. The account provided additional information which revealed that the failure occurred while inspecting/testing the unit while preparing for the case. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy with polypectomy procedure performed on (B)(6), 2011. According to the complainant, while inspecting/testing the device prior to use for the procedure, the needle fell off. The procedure was completed with this device despite the disengaged needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy with polypectomy procedure performed on (B)(6), 2011. According to the complainant, while inspecting/testing the device prior to use for the procedure, the needle fell off. The procedure was completed with this device despite the disengaged needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.